Event description:
Customer reported receiving a false positive result on (B)(6) 2024 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(6), lot 31043c, reader sn: (B)(6). A repeat cue covid-19 test performed an hour later provided a negative result. On (B)(6) 2024, customer tested negative with an antigen test (brand manufacturer not specified) and had a pcr test performed, but did not provide the result for the pcr test. Customer states their last known exposure was more than two weeks prior to receiving the false positive result. Customer confirmed test was performed within the validated temperature range. Although requested, customer did not respond to technical supports three attempts to obtain further information regarding this false positive result.

Manufacturer narrative:
Response to h3: device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.